Manufacturer narrative:
Immucor received 1 tube with 2.0 ml plasma and 1 tube with 0.5 ml red cells. Both tubes were labeled (B)(6). On (B)(6) 2021 immucor confirmed presence of the k antigen on cell 1 of retention capture r ready screen lot r292 by capture method capture using retention capture-r indicator cell 221886 with retention anti-k lot 054020. Controls performed as expected. Positive results exhibited 4+ reactivity. Retention product performed as expected. On (B)(6) 2021 immucor confirmed presence of the c antigen on cell 1 of retention capture r ready screen lot r292 in manual capture using retention capture-r indicator cell 221886 with retention anti-c lot dl23472. Controls performed as expected. Positive results exhibited 4+ reactivity. Retention product performed as expected. On (B)(6) 2021 immucor confirmed presence of the e antigen on cell 2 of retention capture r ready screen lot r292 by capture method capture using retention capture-r indicator cell 221886 with retention anti-e lot 053020. Controls performed as expected. Positive results exhibited 4+ reactivity. Retention product performed as expected. On (B)(6) 2021 immucor confirmed presence of the s antigen on cells 1 and 2 of retention capture r ready screen lot r292 by capture method capture using retention capture-r indicator cell 221886 with retention anti-s lot 622008-aa controls performed as expected. Positive results exhibited 4+ reactivity. Retention product performed as expected. On (B)(6) 2021 immucor confirmed presence of the fya antigen on cells 1 and 2 of retention capture r ready screen lot r292 by capture method capture using retention capture-r indicator cell 221886 with retention anti-fya lot 055020. Controls performed as expected. Positive results exhibited 4+ reactivity. Retention product performed as expected. On (B)(6) 2021 immucor performed an antibody screen on the echo lumena with return sample (B)(6) sample using retention capture r ready screen lot r292 and retention capture-r indicator cells lot 221886. Controls performed as expected and return sample (B)(6) resulted 1+ positive with cell 2 (e+e=). On (B)(6) 2021 immucor performed an antibody ID on the echo lumena with return sample (B)(6) sample using retention capture r ready ID lot id422 and retention capture-r indicator cells lot 221886. Controls performed as expected and return sample (B)(6) resulted 1+ positive with cell 3 (e+e=) and negative with cell 1 (e+e+) and cell6 (e+e+). There are no additional complaints of unexpected negative reactivity for capture r ready screen lot r292. The internal immucor record for this event is (B)(4).

Event description:
On (B)(6) 2021 a customer reported an unexpected negative antibody screen result for pre-transfusion sample with using capture-r ready-screen 3 on an echo v2.0 instrument and a delayed transfusion reaction with one patient.